Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4) initial notes: (B)(6) states that cust is in the hospital with moisture in her pump and they would like to trouble shot before releasing her. Inquired what led up to the complaint. Customer response: cust sts that she is in the hospital, but it doesn't have to do with the pump. Her bg value was 71 before breakfast and when she checked her bg around lunch time it was elevated and it got up to the 300s. Currently her bg level is 100. She went to change her reservoir and observed that their was moisture within the reservoir compartment. High bg/under delivery t/s per dop114-950. Patient's bg at time of incident: 300 mg/dl. Patient's current bg: 100 mg/dl. Customer reports the following symptoms related to their high bgs: no symptoms. Customer reports they feel okay to t/s. Customer reports they have a back-up plan available. Inquired if, and how, customer treated for high bgs. Found: bolused with pump. Customer reports they have not contacted their hcp regarding the high bgs. Explained the 2 high bg rule. Customer was admitted into hospital as a result of high bgs. Admitted, but unrelated to the pump. Hospitalization details: nature of treatment. Findings: bolused with pump. Time and date of hospitalization: does not know (B)(6) 2018. Bg value when admitted to hospital: does not know. Name of hospital: (B)(6). Name of patient/individual reporting: (B)(6). Phone number of hospital/reporter: (B)(6). Description of complaint: low and high bg. Any significant events leading to hospitalization: moisture in pump. Cause of hospitalization per hcp: un related to pump. Document the outcome of the hospitalization: bolused with pump. Was customer wearing the pump at time of hospitalization? Yes. Recent high bg event began: (B)(6) 2018. Inf was last changed: (B)(6) 2018. Based on customer report customer does not allege pump was under delivering. Adv to d/c at qr. Adv customer to check for protruded, loose, sticking out or flush drive support cap. Customer states: the drive support cap appears normal (slightly indented). Customer is not calling back to perform an hp test. Adv leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus. Customer wishes to check for the presence of leaks or air bubbles in the tubing/reservoir. Adv to check the infusion set tubing for the presence of kinked/bent tubing or air bubbles. Inquired if kinks, bends or multiple large bubbles are present along the tubing length. Found: no air bubbles. Confirmed customer is disconnected. Adv to remove reservoir, rewind, reinsert reservoir and run manual prime/fill tubing with current set. Customer reports insulin exited at the qr. Adv positioning in motor may have shifted. Adv to always complete rewind/load reservoir process before connecting back to set. Inquired if any leaks were observed. Found: no leaks. Adv that site related issues, such as bent cannulas tend to be contributing factors in hbgs. Adv high bgs may occur if the insulin is expired or cloudy. Customer wishes to check for possible site/insulin issues. Customer reports site is changed every 2/3 days as per IFU guidelines. Explained if insulin vial is exposed to extreme temperatures, is expired or looks cloudy high bgs may occur. Adv to check insulin vial. Found: 12/2019/ clear. Inquired if site is sore or irritated. Found: no. Customer is using a cannula based inf. Inquired if customer forgot to fill cannula dead space after removing the introducer needle. Found: no. Adv in order to determine if cannula is bent site must be removed from body. Customer is unable to remove/change set at this time. Inquired if there have been any changes to the pum go to record for full text.